Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, when the package was opened, the device's thread was detached from the needle. There is no patient involved in this event.